Event description:
Customer (prosthethic facility) called to request an expedited repair and advised technician that their pt had fallen and broke the knee control. Customer said pt had to seek medical attention as a result of the fall.

Manufacturer narrative:
As of 12/5/97, the court dismissed the third party complaint with prejudice. A dismissal with prejudice means no claims may be brought against co with regards to this litigation. Co received sns hydraulik knee control unit on 5/1/95. Upon examination of this unit, co found evidence at one of the distal attachment holes that the attachment stud came out of the threaded hole. It appears this stud lodged at the cylinder bottom, restricting movement and causing the cylinder to break.